Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer¿s mother that the insulin pump had a partial display. The customer¿s blood glucose level was 57.6 mg/dl. Customer´s mother states that the pump´s screen was black on the left side and was unable to see blood glucose value. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unable to verify missing segments/ partial display due to blank display anomaly. Unit received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, minor scratched display window, missing display window cover, missing serial number label and scratched case.